Event description:
It was reported that the patient experienced a low glucose event last recorded at 55 mg/dl while using a sensor that displayed ¿low,¿ and they were unable to obtain a confirmatory fingerstick; the patient self-treated with four glucose tablets and later documented a glucose of 95 mg/dl, with no further assistance required. Investigation of this case revealed no device malfunction reported or replicated, and no device component issue identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included urgent low glucose that was resolved with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.